Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with dizziness and arrhythmia. The device was interrogated and revealed a loss of capture and low sensing threshold. The device was reprogrammed and the patient received medication to resolve the event. The patient was stable and will continue to be monitored.